Manufacturer narrative:
Device was received with pump error 40 alarm and critical pump error (open book image) alarm during testing due to software error. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm. No frozen display or pump error 24 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 178 mg/dl at the time of incident. The customer was not able to clear the alarms. The customer stated that insulin pump received a critical message and turns off. The customer reports they received open image on the insulin pump screen. Troubleshooting was performed for pump error. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.